Manufacturer narrative:
A thunderbeat hand piece model number tb-0535fc lot number kr857625 was returned to the service center for evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal (see attachments). Also a portion of the teflon pad is severely worn down. The distal end of the device was inspected under a microscope and found the probe has no visual indication of damage to the probe unit however found the probe tip is heavily charred. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The instructions for use (IFU) states "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." The IFU goes on to note "when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the investigation, olympus has concluded that the exact cause of the reported event could not be identified. However, based on previous investigation results, the event was likely caused by the tissue pad being worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated. Or the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. Olympus will continue to monitor the field performance of this device. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
As reported, during an unspecified procedure, the thunderbeat device did not function properly. No patient harm or consequence was reported as a result of this event.